Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The guide pins were upside down preventing the belt from plugging into a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was damaged.